Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of a bd insyte¿ autoguard¿ bc shielded IV catheter before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis: per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for foreign-non foreign were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn (sap) database review: yes. Reason: DHR review was conducted. Findings: no qn¿s were initiated during the production of the lot number related to this investigation. Visual analysis; observations and testing: received a total of 444 insyte autoguard bc 20ga units within a box some of the units were in a plastic bag and some were in dispensers/cases, all the packages were sealed and the components were present and intact. Visual/microscopic examination: 100% inspection was performed on a sample size of 76 units. During visual inspection no evidence of foreign matter was observed. The plastic became evident when the technician broke the tip adhesion and attempted to rate the catheter tip. 3 of the 73 units inspected revealed pieces of plastic material on the cannula tip, upon microscopic evaluation of the catheter tip it was determined the material was the result of incomplete catheter tips triggered by the manufacturing process. Investigation samples(s) meet manufacturing specifications: no. 3 of the 73 units inspected revealed pieces of plastic material on the cannula tip, upon microscopic evaluation of the catheter tip it was determined the material was the result of incomplete catheter tips. Investigation conclusion: the foreign matter reported on the event description was not confirmed, the piece of plastic described by the customer was a piece of catheter tubing that remained on the tip of the catheter. Root cause relationship of device to the reported incident: manufacturing. The plastic material found on the units was determined to be catheter tubing residual of an incomplete tip as a result of the manufacturing process.